Manufacturer narrative:
Additional information: x-ray review. X-ray review: "a single post op image is provided for l5-s1 tlif, an expandable cage was used. One of the sacral screws is fractured. There is paucity of bone graft in the inter body space. The hardware appears undersized."

Manufacturer narrative:
Surgery date: (B)(6) 2016 (month and year valid). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels: l5-s1: it was reported that post-op on an unknown date, screw broke inside patient.